Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 480 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 480 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. C95073) for female sterilisation. The patient had a medical history of polycystic ovarian syndrome, pelvic pain female, surgery (gallbladder), pelvic pain female, abnormal uterine bleeding, dyspareunia, knee pain, pap smear abnormal and dysmenorrhea. Previously administered products included: nsaids and spironolactone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 692 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy using robotic technology.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2017 from (B)(6) 2017 the right ostia was noted and essure was placed without complications. There were 2 coils noted post procedure. Same procedure was carried out on the left, and there was only 1 coil seen postprocedure. The essure devices appear to be grossly in good position. However, the left device is slightly advanced into the mid portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram history: essure sterilization procedure. Post procedure evaluation. Technique: catheter was placed into the endometrial cavity, performed. Approximately 20 cc of isovue-300 was injected into the endometrial cavity, and multiple spot images obtained by myself. Findings: the endometrial cavity is grossly unremarkable. Some small air bubbles are noted. Multiple ap and oblique images showed no filling of the fallopian tubes. The essure devices appear to be grossly in good position. However, the left device is slightly advanced into the mid portion of the tube. Fluoroscopy time: 0.6 minutes. Impression: occluded fallopian tubes [pathology test] on (B)(6) 2017: source of tissue: "uterus, cervix, bilateral fallopian tubes" clinical impression/pre-op dx: dysfunctional uterine bleeding/dyspareunia/dysmenorrhea/pelvic pain/polycystic ovarian syndrome gross description: the left fallopian tube to include fimbriated end measures 6.5 x 0.7 cm. Cut section reveals a piece of metallic spring-like material measuring approximately 5.0 x 0.1 cm. The metallic material is given a gross description only. The fallopian tube is serially sectioned and entirely submitted in button "l". The right fallopian tube to include the fimbriated end measures 7.5 x 0.9 cm. Cut section reveals a piece of metallic spring-like material measuring approximately 5.0 x 0.1 cm. The metallic material is given. Microscopic diagnosis: uterus, cervix, bilateral fallopian tubes: chronic cystic cervicitis. Disordered proliferative endometrium. Adenomyosis. Bilateral fallopian tubes. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Product indication and lot number added. Non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. C95073) for female sterilisation. The patient had a medical history of polycystic ovarian syndrome, pelvic pain female, surgery (gallbladder), pelvic pain female, abnormal uterine bleeding, dyspareunia, knee pain, pap smear abnormal and dysmenorrhea. Previously administered products included: nsaids and spironolactone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 692 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy using robotic technology.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2017. The right ostia was noted and essure was placed without complications. There were 2 coils noted post procedure. Same procedure was carried out on the left, and there was only 1 coil seen postprocedure. The essure devices appear to be grossly in good position. However, the left device is slightly advanced into the mid portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram history: essure sterilization procedure. Post procedure evaluation. Technique: catheter was placed into the endometrial cavity, performed. Approximately 20 cc of isovue-300 was injected into the endometrial cavity, and multiple spot images obtained by myself. Findings: the endometrial cavity is grossly unremarkable. Some small air bubbles are noted. Multiple ap and oblique images showed no filling of the fallopian tubes. The essure devices appear to be grossly in good position. However, the left device is slightly advanced into the mid portion of the tube. Fluoroscopy time: 0.6 minutes. Impression: occluded fallopian tubes [pathology test] on (B)(6) 2017: source of tissue: "uterus, cervix, bilateral fallopian tubes" clinical impression/pre-op dx: dysfunctional uterine bleeding/dyspareunia/dysmenorrhea/pelvic pain/polycystic ovarian syndrome gross description: the left fallopian tube to include fimbriated end measures 6.5 x 0.7 cm. Cut section reveals a piece of metallic spring-like material measuring approximately 5.0 x 0.1 cm. The metallic material is given a gross description only. The fallopian tube is serially sectioned and entirely submitted in button "l". The right fallopian tube to include the fimbriated end measures 7.5 x 0.9 cm. Cut section reveals a piece of metallic spring-like material measuring approximately 5.0 x 0.1 cm. The metallic material is given. Microscopic diagnosis: uterus, cervix, bilateral fallopian tubes: chronic cystic cervicitis. Disordered proliferative endometrium. Adenomyosis. Bilateral fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.